Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. No damage on top case. No damage on bottom case. Plunger head is cracked by all screws. Device was able to read syringe during the syringe test. No issue was found when monitoring the plunger's digital sensors. Unable to duplicate primary audible alarm background test during the power up process and occlusion test. Error history log review found a syringe plunger not in place error and a primary audible alarm background test error. The root cause of the reported issue was unable to determined. No physical damaged or contamination was found with the plunger's assembly and circuit board. The pump operates as intended. Actions were taken to mitigate the reported issue: replaced main speaker for preventive. Performed syringe test, occlusion test, power up process and all functional testing on the device which passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that there was a syringe not in place and primary audible alarm background test. No patient injury was reported.